Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) reported as "high" per continuous glucose monitor reading. Cause was not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support. Recommendation was made to consult with a healthcare provider to discuss diabetes management.